Event description:
It was reported via social media a stroke and death occurred. The patient underwent a watchman left atrial appendage closure procedure. It was reported via (B)(6) that at an unknown time post procedure, the patient had a stroke and passed away. No further information is available at this time.